Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Siemens reviewed the instrument data, and the information provided by the customer. Reagent and instrument issues were ruled out based on quality control(qc) recovery within acceptable ranges and no issues were reported with other patient samples. The analyzer log files were reviewed to assess the delivery of tnih reagents and 100¿l of the sample, both of which were delivered within acceptable parameters. No instrument errors or abnormalities were observed. Return of the patient sample for further investigation was not warranted because discordant result was not reproducible. Based on the available information, the cause of the discordant result was unable to be determined. A product problem has not been identified. The issue was resolved by routine troubleshooting. Customer is operational; no further actions are required.

Event description:
The customer reported observation of an elevated atellica im high sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using kit lot 112. An initial elevated result was obtained for the patient in question. The elevated result was reported to the physician but was not questioned. Per the protocol, the patient was redrawn two hours later and tested on the original analyzer, which produced a lower result. The initial sample was then retested on the original and an alternate atellica im analyzer, which obtained lower results that were consistent with the redrawn result. The lower results were considered correct and the lower result obtained from the initial sample on the original analyzer was issued in a corrected report to the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.